Manufacturer narrative:
This report is submitted september 02, 2019.

Manufacturer narrative:
This report is submitted on july 03, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with device use; subsequently the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery.